Manufacturer narrative:
(B)(6). There is no further patient information provided by the customer. A search for similar complaints identified no trends related to discrepant patient results for any of the parts; valve, manifold kit (part number 7-77612-03); valve, bypass, 2-way (pn 7-200607-01); and wash cup, body only (rohs) (part number 7-200160-01). A review of tickets for the architect i1000sr found no similar complaints and no trends associated with erratic results. A review of the architect i1sr56110 service history found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the field service engineer (fse) performed on-site troubleshooting, that included: cleaning buildup from the probe wash cup (part number 7-200160-01); replacing the manifold kit valves (part number 7-77612-03) on the wash zone; and replacing the manifold kit valves and 2-way bypass valves (part number 7-200607-01) on the trigger/pre-trigger manifold. The architect i1000sr service and support manual provides the removal and replacement instructions for the parts replaced. The architect system operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated and erratic results, including the troubleshooting performed by the fse. Based on the investigation, no product deficiency was identified for the architect i1000sr serial number (B)(4), or the replaced parts: valve, manifold kit (part number 7-77612-03); valve, bypass, 2-way (pn 7-200607-01); and wash cup, body only (rohs) (part number 7-200160-01).

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: (B)(6) collected at 12:21 on (B)(6) 2018 generated 0.61ng/ml, the physician questioned the result so the sample was retested = 1.84ng/ml; repeated in duplicate on different architect = 0.01 and 0.02ng/ml. A new sample at 15:30 on (B)(6) 2018=0.01 / 0.01ng/ml = negative. There was no reported impact to patient management.